Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable that controls the jaws of a mega suturecut needle driver instrument broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.